Manufacturer narrative:
Testing and investigation found that the device did not pass the alarm loudness test. During testing the alarm volume range there was a dead spot (no audible tone) found. This was due to the piezo alarm assembly. Further testing by the supplier found that the piezo had impedance failure within the ceramic piezo. During manufacturing process, the beeper wire is soldered to the ceramic of the piezo. Due to high temperatures during soldering, the material property (piezo electric constant) of the piezo may alter causing the impedance of the piezo to drop and resulting in piezo failure. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not alarm audible during an alarm condition. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.